Manufacturer narrative:
Section a4: unknown/ not provided section e1 telephone number: (B)(6).section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a corneal burn occurred during sculpt mode after doctor realized she had been performing phaco with the opo73 as the irrigation line had disconnected from her ellipsfx ultrasound hand piece. Line was reconnected and case could be completed. However, sutures had to be made to close the impacted main incision to assure proper wound sealing at end of the procedure. Post op day 1 showed 20/100 visual acuity (va) but on follow up, doctor stated that this is probably secondary to patient's tight sutures as corneal edema on this left eye was very light, she added, not likely to impact va. Signature pro, opo73 and opocr3021l with alcon balanced salt solution (bss) had been used all day without issue. Doctor is very experienced with this system and under these program settings. Doctor relates issue on irrigation line being disconnected for a while, not cooling down her phaco tip. Denied having system or hand piece checked on this matter. No additional information was provided.

Manufacturer narrative:
Additional information: section h3 device evaluated by manufacturer: yes. Section h4 device manufacture date: mar 2, 2024. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.